Event description:
An end user called in to report circumferential redness on his peristomal skin which extends outward approximately 7mm on all sides except for the distal end which extends outward 13mm. The end user went on to state that he is also experiencing itching in the area. The end user stated he was using a different size wafer before switching to his current one and stated he has seen no improvement to the redness on his peristomal skin.

Manufacturer narrative:
Based on the available info this event is deemed a serious injury. The end user stated he has tried using hollister adhesive remover, uses liquid soap with moisturizers to cleanse his skin, uses a hair dryer to dry the skin after getting out of the shower, then applies stomahesive powder, followed by 3m protective barrier wipes and eakin cohesive seals on his peristomal skin. The end user was re-educated on cleansing his peristomal skin with soap that does not contain lotions; moisturizers or creams. No additional pt/event details have been provided to date. Should additional info become available a follow-up report will be submitted. A return sample for evaluation is not expected.